Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the esophagus during an esophageal dilatation procedure to treat achalasia performed on (B)(6) 2026. During the procedure, following dilatation, the physician advanced the scope into the esophagus and observed an esophageal perforation of about 2 to 3 cm in size. Multiple mantis clips were placed, successfully closing the perforation, and a fully covered stent was deployed. The physician stated that the perforation was not related to a device problem. The procedure was completed using the original rigiflex ii dilatation balloon. The patient condition following the procedure was unknown.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation.